Manufacturer narrative:
Product analysis: model: 24950klq, serial/lot#: (B)(4): the remote monitor was returned and analysis revealed that there were error code 3248, 3517 <(>&<)> 5704 in failure analysis (fa) log but no hardware (hw) defect found. If information is provided in the future, a supplemental report will be issued.

Event description:
The monitor was replaced and returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor was very hot that it felt like an iron. No troubleshooting was taken. The monitor is expected to be replaced. No patient complications have been reported as a result of this event.